Event description:
It was reported that patient felt pain near implant while at physical therapy. X-ray confirmed the device had flipped and rotated in the pocket. Pocket was surgically opened. Upon investigation it looked like the previous sutures had pulled away a from the tissue and was no longer holding the battery. Device was flipped back and tightly secured with sutures and pocket was tightened up to help prevent any further issues with the device flipping or moving in the pocket. Patient experienced no additional injury and problem has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from rep indicates that patient stated that she felt the device flip and had pain near the generator as her physical therapist was manipulating her arm.